Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. Emt came and took customer to a hospital. Customer said their blood glucose reading goes up and down on wednesdays. Customer did not mentioned if they used auto mode feature. Products will not be returning for analysis.